Event description:
Reporter indicated a vns patient had sleep apnea and had a sleep study performed. The patient being treated with vns therapy came in with an apnea-hypopnea index (ahi) of 8 for a sleep study and c-pap treatment. During the period in which the patient was treated with c-pap, the ahi went up to 10; lower is better, higher is worse apnea. This was unable to be improved, so the c-pap was turned off and the patient improved. Attempts for additional information have been unsuccessful to date.